Event description:
It was reported through a journal article that 14 patients developed heterotopic ossification greater than approximately one month postoperatively following total hip arthroplasty performed for acute acetabular fractures using a replace-in-situ technique. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 year published 2025. Attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in australia. G2: literature - ramasamy, b., abrahams, j. M., bunting, a. C., costi, k., clothier, r. J., solomon, l. B., & callary, s. A. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1 review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of part and lot/serial identification. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.